Event description:
It was reported that the device was explanted and the right ventricular lead was capped due to sensing difficulty. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found.